Event description:
A sentrant sheath was used as a conduit in the implant of a medtronic transcatheter heart valve. Once the valve was implanted and delivery system was removed, the patients pressure dropped immediately. A rupture in the right iliac artery was observed which resulted in excessive blood loss and the patient could not recover and passed away. Per the physician the cause of death was the vascular injury and blood loss. The minimum diameter of the access vessel was reported as 5.7 mm. The patients underlying medical history did not contribute to the patient death but it was said the patient had a possible prior dissection in the distal aorta which contributed to the injury. Per the physician it was possible that the sentrant sheath caused or contributed to the vascular injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; initially, the patient¿s medical history was not considered relevant to the blood loss event. However, a review of pre-procedure images revealed a thrombus/dissection in the distal aorta, which may have contributed to the bleeding. The exact relationship remains unclear, as no additional information has been received. Product analysis conclusion: the reported vessel rupture, blood loss and death could not be assessed on the pre-implant CT¿s provided. Procedural angiograms showing the insertion and removal of the sentrant sheath and subsequent rupture were not provided for a thorough analysis of the event. The iliac arteries did not appear overtly tortuous or calcified on the films provided, therefore these anatomical features are not considered a factor. Other possible causes of the reported rupture include an unknown patient co-morbidity which could have led to an increased arterial stiffness increasing the risk of a rupture. The reported thrombus/dissection in the distal aorta as reported may have also contributed to the ruptured iliac artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding;h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.